Event description:
Revision surgery - patient suffered from arthrofibrosis. The surgeon went in and made the necessary tissue removal and releases to get full extension and swapped the insert while in there.